Manufacturer narrative:
Concomitant medical product: d314vrg ICD implanted on (B)(6) 2014. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that her "alarm kept going off." She went to the doctor and told her that the "lead wire was frayed." The lead was explanted and replaced. No patient complications were reported as a result of this event. On 2018-01-03: it was further reported that the right ventricular (rv) lead's high voltage portion of the lead had still been in use and was now fractured. It was noted that during attempted explant of the rv lead, there was a decrease in blood pressure which led to a thoracotomy. Explant of the lead was no longer a priority.no further patient complications have been reported as a result of this event.